Event description:
Procedure: sigmoidectomy. Allegedly, the following occurred: the surgery was completed with no obvious problems, after the patient took her first meal (time post-surgery is unknown), patient felt ill and required surgical intervention. During surgery they found the staple line completely open.